Event description:
It was reported that during coil embolization procedure of an aneurysm, the operator manipulated the guidewire (subject device) and felt he could not control the guidewire. The operator withdrew the guidewire and found the hydrophilic coating of the guidewire was peeling. The operator replaced the guidewire with another device to complete the procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the guidewire was kinked, and the nitinol was separated at its distal end. The core wire and platinum coil were bent. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. The functional evaluation was not performed due to the anomalies found on the product. Additional information provided by the customer indicated that the guidewire was prepared as per the dfu. Because this complaint appears to be associated with handling of the product or portion of the product during the procedure use, a probable cause of handling damage was assigned to the guidewire kink and distal break. The reported hydrophilic coating peeling could not be confirmed.

Event description:
It was reported that during coil embolization procedure of an aneurysm, the operator manipulated the guidewire (subject device) and felt he could not control the guidewire. The operator withdrew the guidewire and found the hydrophilic coating of the guidewire was peeling. The operator replaced the guidewire with another device to complete the procedure. There were no clinical consequences to the patient.